Manufacturer narrative:
Follow-up with the healthcare provider has been performed; however, no additional information regarding this event has been provided at this time. As the investigation is still in progress, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a patient with a 25mm 7300tfx valve underwent a valve-in-valve procedure after an implant duration of 5 years, 11 months due to unknown reasons. The tmvr was performed with a 26mm 9750tfx transcatheter valve. No other details have been provided.

Event description:
Through implant patient registry it was learned that a patient with a 25mm 7300tfx valve underwent a valve-in-valve procedure after an implant duration of 5 years, 11 months due to mitral stenosis with a mean gradient of 9.48 mmhg. The patient presented with shortness of breath and extreme fatigue and was also noted to have severe (native) tricuspid regurgitation. The tmvr was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
Updated section b5, b6 and h6 codes (component, health effect - clinical, device) per additional information received on 12/27/2022.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including ckd/dialysis.